Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank and the device failed to power off. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was blank and the device failed to power off. This device was previously reported on MDR 2518422-2018-01511. The device failed to power on and the system board was replaced to address the issue. There was no malfunction of the lcd screen observed.